Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The migration of the valve is likely due to under-expansion of the frame. Other potential factors that can influence valve migration include calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, and other factors. Images from the procedure confirm the report that the valve frame inflow area was not fully expanded at 2/3 deployment and was more fully expanded after deployment during the final angiogram frame, after the frame had moved to a different location. This information reaffirms the reported information that the frame under-expansion, and therefore the valve migration, was likely caused by the heavy calcification of the native anatomy. A second valve was implanted successfully, with a trace amount of pvl noted. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was two-thirds deployed at a depth of 2mm on the non-coronary side and 4mm on the left coronary side. The valve was unable to fully expand due to heavy calcification on the native leaflets. At final deployment, the valve had moved slightly, but was still within the annulus. At the time of the final angiogram, the valve frame was more fully expanded but the device had migrated above the non-coronary cusp. A snare was used to move the valve into the ascending aorta. A second valve was then implanted. A trace amount of paravalvular leak was noted after implant. No subsequent adverse patient effects were reported.